Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.

Event description:
During follow-up, decrease sensing on the right ventricular (rv) lead was noted. The rv lead was explanted and replaced. The patient was in stable condition.